Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they had just received the loaner arctic sun device from them and was tried to calibrate it using calibration test unit (ctu), it failed for an error 80 (non-recoverable system error) expected 6 actual 30.9, and explained they would calibrate these devices before sending them out and calibrated everything that came in case something occurred during transport and asked for the serial number of the ctu 7432 and noticed it was out of calibration was due on 12/2021. They explained that it was the most likely an issue with the calibration test unit (ctu) and not the device, and said they had a third party company calibrate the ctu, and don¿t know what that company did to calibrate them and that they don¿t update the values that were used to calibrate the device, they performed a functional check as described in the service manual and it cooled to 6 degrees, had rewarmed to 23. Biomed was completing the functional check and received an alert 41 (low internal flow) and redo the functional check and received it a second time they were sending a replacement loaner.

Event description:
It was reported that the biomed stated that they had just received the loaner arctic sun device from them and was tried to calibrate it using calibration test unit (ctu), it failed for an error 80 (non-recoverable system error) expected 6 actual 30.9, and explained they would calibrate these devices before sending them out and calibrated everything that came in case something occurred during transport and asked for the serial number of the ctu 7432 and noticed it was out of calibration was due on 12/2021. They explained that it was the most likely an issue with the calibration test unit (ctu) and not the device, and said they had a third party company calibrate the ctu, and don¿t know what that company did to calibrate them and that they don¿t update the values that were used to calibrate the device, they performed a functional check as described in the service manual and it cooled to 6 degrees, had rewarmed to 23. Biomed was completing the functional check and received an alert 41 (low internal flow) and redo the functional check and received it a second time they were sending a replacement loaner.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. The photo sample from the customer shows an alert 41 on the device screen, but the alert 41 could not be reproduced during evaluation. No repairs were made for the reported issue as the problem could not be reproduced. The device had also come in for a calibration error 80 (non-recoverable system error) expected 6 actual 30.9 which could not be reproduced during evaluation. The arctic sun 5000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.